Event description:
Additional info received from MFR on 10/02/1998: results of investigation: returned sample contained packaging for reported cc2308, set submitted was a model cc2204. Noted that returned set has 2 injection sites as per a cc204, model cc2308 would have three injection sites. Review of qa records, model cc2308, lot sep94t04, indicates the original lot size to be 240 cases with a release date of 10/28/1994. There are no other reported concerns for thislot,manufacturing site info indicates greater than 30 day period between build dates for both products.